Event description:
A malfunction was reported on the pump. Customer¿s blood glucose (bg) level was 528 mg/dl. Elevated bg was address by a manual insulin injection. Technical support provided information on resetting the pump, which helped resolve the issue, allowing the customer to continue using the pump. The customer was advised to contact support if the malfunction code reappeared, and they acknowledged and understood the guidance given.